Event description:
The hcp reported that the patient was refilled. The only change made was to the reservoir volume. The pump refill and programming was uneventful. After the pump update the nurse decided to do an alarm test due to the age of the pump. The patient and the family heard the audible alarm. That evening the patient contacted the hcp to reporting hearing a single tone alarm. The patient came into the clinic the next day due to the alarm and also complaining of increased spasticity that had started following the refill programming. The nurse interrogated the pump and noted that there was a low reservoir alarm occurring. Telemetry also revealed that the pump was in stopped mode with a reservoir volume of 0ml and a low reservoir alarm set to occur at 0ml. The nurse updated and restarted the pump with the correct values. After consulting with the manufacturer's technical services department, it was determined that the patient's pump likely had a pump memory error due to the patient's pump being programmed while the patient was in his power/motorized wheelchair with the power on, resulting in emi. No pump memory alarm was occurring. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.